Event description:
Procedure type: unknown. According to the reporter: during the laparoscopic case, the surgeon used 5.5mm trocar and cannula kit. When the surgeon inserted instrument through the cannula, he found that a small particle fell out one of the trocar. The detached piece was found and removed from patient. The surgeon then used another brand new kit, everything went normal to the end of the surgery. No patient injury was reported.

Manufacturer narrative:
(B) (4).